Event description:
Patient reported that during injection with one syringe juvederm voluma xc and concomitantly with radiesse, the patient was accidentally given an "intravascular injection," which resulted in "excruciating" pain. Healthcare applied "extreme" pressure and continued with the injections. Patient felt "very shaky, dizzy, sick to my stomach, and felt like I couldn't get enough air." Patient also reported feeling "very panicked and thinking I was going to die." Upon leaving the office, the patient reported passing out in their car and waking up "covered in vomit." Their face felt swollen and hot, and the rest of their body felt cold and "clammy." Patient noted that their face was "covered in bruises, two hematomas, and a sore under one of the bruises." Patient applied warm compress to the affected area. Patient stated that their physician and ophthalmologist believe that they had a "toxic response to an overdose of lidocaine." Patient also reported having a sensitivity to lidocaine, and stated that the healthcare professional applied topical lidocaine directly preceding the injection. Patient stated that their "skin has been permanently damaged from the results of the injections and from my reaction to the lidocaine." Patient also noted that they have "tyndall marks" on both cheeks as well as "hemosiderin stains" under both eyes. Bruising took two months to resolve. Patient reported not receiving any medical treatment at the med spa.

Manufacturer narrative:
Unique identifier (UDI) #: na. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of "intravascular injection," "excruciating" pain, "very shaky, dizzy, sick to my stomach, and felt like I couldn't get enough air," "very panicked and thinking I was going to die," syncope, vomiting, "face felt swollen and hot," "body felt cold and clammy," "face was covered in bruises, two hematomas, and a sore under one of the bruises," "toxic response to an overdose of lidocaine," "sensitivity to lidocaine,"" tyndall marks" and "hemosiderin stains" are physiological complications and analysis of the device. Generally does not assist allergan in determining a probable cause for these events. As of december 31, 2012, the following aes were received from post-market surveillance of juvederm voluma with and without lidocaine with a frequency greater than equal to 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotic, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."